Event description:
The patient was implanted with the vivistim® system on (B)(6) 2025. The patient reported pain at the implantable pulse generator (ipg) site and increased visibility of the lead in the neck. Clinical evaluation, including x-rays, confirmed the lead remained intact. The implanting surgeon determined that the ipg had likely shifted within the implant pocket, resulting in traction on the lead and increased lead visibility. The patient elected to undergo a surgical pocket revision. On (B)(6) 2026, the ipg pocket was revised by repositioning the ipg within the pocket. The implanted ipg and lead remained implanted and were not replaced or explanted.